Event description:
This event was not originally reported to either the distributor or MFR. During review of recent published literature, the distributor's medical officer identified an article regarding a case of arytenmoid cartilage dislocation after device use. The pt's airway was managed uneventfully during a 50 minute procedure. The pt experienced hoarseness postoperatively and subsequently sought consultation. Exam showed the pt had an anteromedial dislocation of the right arytenoid cartilage with a flaccid and bowed vocal cord. The pt was treated under general anesthesia with closed reduction and chemical splinting using botulisum toxin. The pt's hoarseness resolved within four weeks and the position and mobility of her arytenoid have returned to normal. Copy of full article is attached. Medical officer searched her device database containing 895 references and can find no other device cases associated with arytenoid injury, subluxation of dislocation. Unless further info becomes available, this file will be considered closed.